Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10j10015and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. Upon contact with baxter technical service (bts), the nurse reported that the patient had been in and out of the hospital, mostly recently due to peritonitis. Remedial treatment was not reported. The patient had resumed pd therapy on the cycler. The outcome for the peritonitis was not reported. A causality statement was not provided.